Manufacturer narrative:
A visual and functional evaluation of the device revealed that the balloon was unable to inflate and ruptured at the midsection. The cause of the reported malfunction is not determined.

Event description:
It was reported to boston scientific corporation in 2007 that an rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatogram w / pancreatic dilation (ercp) procedure four days prior. (Patient gender, age and weight unknown) according to the complaint, during the procedure, the balloon broke upon inflation in pancreatic duct - no balloon material left in a patient. The case was completed with a second rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok"